Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence for multiple cartridges. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose was 184 mg/dl.